Event description:
Reporter alleged the patients received results greater than 200 mg/dl on their professional advantage system compared back to back with results of 100-108 mg/dl on another one of their professional systems when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Pt was revised to address poly wear of the liner.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.